Event description:
It was reported by service report that the fowler release cables were broken, and CPR release was not working. The footboard blank modules were missing and controls were not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: folwer release cables were broken. Footboard blank modules were missing and controls were not working.